Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was over 599 mg/dl. The customer stated that they received lot of insulin flow block alarm. Customer stated that the cannula was bent and insulin exited after troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.